Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1 date of submission 08/31/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 08/05/2016 with the following findings: a visual inspection of the pump showed that the battery compartment and pump casing were cracked. The pump failed a leak test due to the damaged casing. The pump cover was opened and moisture was found on the display, keypad connector, and transceiver board. The keypad buttons were unresponsive due to moisture damage. The display was dim and discolored.